Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and there were no notable events prior to issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if issue happened again, which customer acknowledged and understood.